Event description:
It was reported prior to procedure for rv lead replacement and device change-out for normal eri, atrial lead dislodgement was observed via diagnostic imaging. Rv lead replacement was already planned due to a sensing and captures anomaly. Therefore, the physician capped and replaced both the atrial and rv lead on (B)(6) 2017. The patient was in a stable condition.